Manufacturer narrative:
The devices and x-rays associated with this report were not returned. The retained cement samples were conditioned and tested at an ambient temperature of 23 deg c. All handling and mechanical strength results were reviewed and they are all within specification. A search of the complaint database found no prior reports for the tibial tray part and lot number combination; one prior report for the cement part and lot number combination but not reported for loosening. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient revised for loose tibial component at bone/cement mantle. Depuy cement used at primary.